Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a skin irritation under the front therapy pad. The area was described as both a rash and a bruise. During a follow up, it was reported that the patient saw his doctor who prescribed an anti-itch cream. The subsequent follow up indicated that the rash had improved greatly after use of the cream. There was no allegation of a device malfunction contributing to the irritation.